Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2012 due to infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).